Event description:
Caller reported that their pump screen was dark and would not turn on, and that the pump's quick bolus button was difficult to press, requiring multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with troubleshooting steps which included button pressing techniques, but despite managing to power the screen, button issues persisted. It was decided that a replacement pump would be sent, and the customer would use a manual injection as a backup method to ensure continued insulin delivery. The customer acknowledged instructions for returning the defective pump.